Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was stuck in a reboot loop. A technical support specialist (tss) confirmed multiple reboots, with over 50 reboots recorded in remote smart service (rss) that day. Med app debug logs showed a battery power failure error. Tss follow up to field service engineer (fse) and fse confirmed issue was resolved but no repair information was provided after multiple follow ups. The system functioned as intended after field service engineer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cdu1 was stuck in a reboot loop multiple time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cdu1 was stuck in a reboot loop multiple time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.